Manufacturer narrative:
Evaluation summary: review of the operative notes from the revision surgery indicates that the glenosphere and poly liner were revised due to the glenosphere being dislocated. Based on the context of the operative notes it is believed that the glenosphere was disassociated from the baseplate. Review of the operative notes from the primary surgery on did not indicate anything out of the ordinary. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. These changes were released after the surgery. Cause cannot be determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that pt was revised due to the glenosphere disassociating from the baseplate.